Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the system is unplugged from the wall, the main cart is losing power instantly. It was confirmed that the system was plugged into the wall overnight and the battery status shows 0%.

Manufacturer narrative:
The uninterruptible power supply (ups) and battery that were associated with this issue were returned to the manufacturer and it was confirmed that the ups was unable to charge a depleted battery and the battery itself would not charge to a sufficient voltage. These were found to have caused the initial complaints. If information is provided in the future, a supplemental report will be issued.